Event description:
It was reported that multiple intermittent malfunction alarms occurred. Additionally, it was reported that an occlusion alarm occurred. The customer reverted to a backup insulin pump for insulin therapy. Customer's blood glucose (bg) level ranged from 550-551 mg/dl. Customer administered a manual injection to address elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.